Event description:
Plunger stays inside - vagina [foreign body in reproductive tract]. Plunger pushes through and stays inside me once I pull the applicator out [complication of device insertion]. Either the plunger doesn't push easily or it pushes out easily but the plunger pushes through [device deployment issue]. Case description: consumer sent e-mail stating the tampon plungers would either not push easily and she had to push the tampons halfway out before inserting them, or the plungers would push out easily but push through and stay inside her once she pulled the applicator out. No serious injury was reported.

Manufacturer narrative:
On 01-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Plunger...stays inside - vagina [foreign body in reproductive tract] plunger pushes through and stays inside me once I pull the applicator out [complication of device insertion] either the plunger doesn't push easily...or it pushes out easily but the plunger pushes through [device deployment issue] case description: consumer sent e-mail stating the tampon plungers would either not push easily and she had to push the tampons halfway out before inserting them, or the plungers would push out easily but push through and stay inside her once she pulled the applicator out. No serious injury was reported.